Manufacturer narrative:
We have received the complaint device for evaluation. We observed a leakage from the common carotid balloon when we attempted to inflate the common carotid balloon with saline. We observed a hole in the common carotid balloon. Likewise, when we attempted to inflate the internal carotid balloon, it inflated off-centered, and the balloon ruptured. Based on our device evaluation, it is likely that these balloons were not properly assembled during the manufacturing process. Please note that our manufacturing team does conduct 100% inspection on each device and tests them for balloon functionality. However, it is possible that the defect was accidentally missed during the inspection process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The user found the malfunction during the pre-use check. The device was not used for the procedure.

Event description:
During the pre-use check, the surgeon observed a hole in the common carotid balloon. So, he used another f3 carotid shunt for the carotid endarterectomy procedure.